Manufacturer narrative:
(B)(4).

Event description:
Additional information received. On an unknown date prior to (B)(6) 2018, perforation of small intestine and peritonitis resolved. The treating physicians described the patient's condition as stable since the patient was recovered from perforation of small intestine and peritonitis. The patient was expected to be moved from the intensive care unit on (B)(6) 2018. The patient was not discharged, but remained hospitalized. On an unknown date, patient also underwent a tracheostomy and experienced pressure sores. On (B)(6) 2018 at 07:30, the patient died due to septic shock. It is unknown what caused the sepsis. Though requested, additional information including cause of sepsis and reason for prolonged hospitalization, was not provided.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Bowel perforation and peritonitis are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for replacement of jejunal (j) tube. On (B)(6) 2017, patient experienced peritonitis from perforation of small intestine due to unknown reason. The patient was admitted to intensive care unit (ICU), was sedated and was intubated. Patient was treated with antibiotics flagyl 500mg IV 1x3 and zerbaxa 1.5gm IV 1x3. The duopa therapy was continued. On (B)(6) 2017, patient remained admitted to ICU and was hemodynamically stable. There is no medical assessment indicating if the bowel perforation is the root cause of peritonitis.